Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 889756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnornal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (surgical removal of coils). Essure was removed on 16-may-2012. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: lot number was added, case become incident, previously reported event injury was deleted, newly added events- pelvic pain female, genital bleeding, psychological trauma, device migration, essure removal date was added, product indication were added, lab data was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure coil stuck to the right side of midline in the posterior uterus') in an adult female patient who had essure (batch no. 889756-not valid, 888756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, gestational diabetes, thrombocytopenia, pre-eclampsia, preterm labor, thrombocytopenia, allergic rhinitis, asthma, migraine, cervical dysplasia, sulfonamide allergy, allergic reaction to antibiotics, multigravida, parity 5 and edema. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with salbutamol (albuterol), zolpidem tartrate (ambien) and surgery (laparoscopic tubal ligation with filshie clips and removal of an essure coil in the abdomen.). Essure was removed on (B)(6)2012. At the time of the report, the embedded device and psychological trauma outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered embedded device, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6)2012: occlusion of left fallopian tube.. Imaging procedure on (B)(6)2011: result not provided. Lot umber: 888756. Most recent follow-up information incorporated above includes: on 25-feb-2021: mr received. Reporter information, patient dob, medical history, lab data, lot number, concomitant, treatment drugs and rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure coil stuck to the right side of midline in the posterior uterus') in an adult female patient who had essure (batch no. (889756, 888756) - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, gestational diabetes, thrombocytopenia, pre-eclampsia, preterm labor, thrombocytopenia, allergic rhinitis, asthma, migraine, cervical dysplasia, sulfonamide allergy, allergic reaction to antibiotics, multigravida, parity 5 and edema. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnornal bleeding") and psychological trauma ("psych injury"). The patient was treated with salbutamol (albuterol), zolpidem tartrate (ambien) and surgery (laparoscopic tubal ligation with filshie clips and removal of an essure coil in the abdomen.). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device and psychological trauma outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered embedded device, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: occlusion of left fallopian tube.. Imaging procedure - on (B)(6) 2011: result not provided.. Lot umber: 888756. These lots numbers 889756, 888756 are not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 889756-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnornal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure coil stuck to the right side of midline in the posterior uterus') in an adult female patient who had essure (batch no. (889756, 888756) - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, gestational diabetes, thrombocytopenia, pre-eclampsia, preterm labor, thrombocytopenia, allergic rhinitis, asthma, migraine, cervical dysplasia, sulfonamide allergy, allergic reaction to antibiotics, multigravida, parity 5 and edema. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnornal bleeding") and psychological trauma ("psych injury"). The patient was treated with salbutamol (albuterol), zolpidem tartrate (ambien) and surgery (laparoscopic tubal ligation with filshie clips and removal of an essure coil in the abdomen.). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device and psychological trauma outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered embedded device, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: occlusion of left fallopian tube.. Imaging procedure - on (B)(6) 2011: result not provided.. Lot umber: 888756. Most recent follow-up information incorporated above includes: on 4-mar-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.